Event description:
On (B)(6) 2015, a bentall procedure and aortic arch repair were performed for the treatment of aortic dissection. A 25mm trifecta valve was implanted in the patient's aortic position using a dedicated sizer of model number tf2000. On an unknown date in (B)(6) 2018, an echo was performed and aortic stenosis (as) was noted. At that time, the peak pressure gradient (ppg) was 44.6 mmhg and peak velocity (vmax) of 3.34 m/sec. On an unknown date in (B)(6) 2018, a repeat echo was performed at the follow-up check. The patient's ppg, mean pressure gradient (mpg) and vmax were increased to 86 mmhg, 54 mmhg and 4.63 m/sec respectively. On (B)(6) 2018, the 25mm trifecta valve was explanted and a 23mm abbott mechanical heart valve was implanted (model/sn unknown). Per report, the explanted 25mm trifecta valve's three leaflets were hardened without other findings. Due to the hardening, the stent posts and leaflets needed to be dissected to explant the valve. The physician states that the cause of hardening on the leaflets is unknown. The patient has a medical history of hypertension and nephrosclerosis. The patient is recovering. Echo and implant / explant op reports were requested, but not provided by the hospital or physician.

Manufacturer narrative:
Events of aortic stenosis and hardening of the three leaflets were reported. The 25mm trifecta valve was received with all three leaflets excised and separated. Calcifications and fibrous thickening were observed on all three of the leaflets. There was fibrous pannus ingrowth on the inflow surface of leaflet 3, which was limited to the sewing cuff. No acute inflammation was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.